Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The food and drug administration reported that the customer reported to them that their insulin pump randomly delivered a large bolus of insulin, causing a series of low blood glucose events. The customer¿s blood glucose level was unknown at the time of the incident. The pump was examined and it was found that the reservoir icon on the pump display indicated a full reservoir, while the actual reservoir was empty. Troubleshooting was not completed as the reporting party did not call medtronic. The insulin pump will not be returned for analysis.